Event description:
Case description: this spontaneous report was received from a brazilian physician via a sales representative and concerns a 35-year-old female patient. She was injected subcutaneously and subdermally with a total of 3 ml of radiesse (+) into the temple, malar and mandibular, for collagen biostimulation, on (B)(6) 2025. Batch number was reported as a00183220 (expiry date: 01/2027). The batch record review was received and the lot number for radiesse (+) was confirmed as a00183220 (expiry date: 01/2027). A lot search in the global safety database was conducted. She was injected with 0.3 ml into each side of temples, with 0.6 ml into each side of malar and with 0.6 ml into each side of mandibular. The patient's allergies, medical history, surgical interventions and aesthetic treatments in the past were reported as none. The patient reported using clavulin and eating peanuts close to the start time of the adverse events. On (B)(6) 2025, 1 day after the radiesse (+) injection, the patient experienced a systemic allergic reaction. On that day, the patient presented a dry cough and papules on the neck that progressed in hours and she presented bronchospasm, skin redness, heat, weakness, 3 episodes of diarrhea, and 2 episodes of vomiting. The patient went to the emergency room and presented syncope and was treated with hydrocortisone, fernegan, and intravenous saline solution. The patient was discharged after a few hours. The patient still presented mild generalized itching on the body. The patient was being monitored by an allergist to determine the cause, and the physician requested a dermatological ultrasound to assess the local tissue reaction. It was ambiguously reported that the stop date for an allergic reaction was (B)(6) 2025. The outcome of the event systemic allergic reaction was reported as resolving. The outcome of the event papules was unknown. In the opinion of the reporter, the events were not life-threatening, did not require hospitalization for more than 24 hours, were not considered as permanent, did not led to a new diagnosed chronic disease, any intervention was not necessary to prevent a life-threatening condition or a permanent damage, and a causal relationship to incorporated local anaesthetic in the product was not suspected. Follow-up information was received on 02-oct-2025: this case was upgraded to serious. The reported term systemic allergic reaction was changed to anaphylactic reaction and was recoded from systemic allergic reaction to anaphylactic reaction. On (B)(6) 2025, in the afternoon after the radiesse (+) injection, the patient experienced an anaphylactic reaction. She experienced erythematous papules on her body. That same night she developed a cough and began taking clavulin, an antiallergic medication, as well as prednisone. That same night, she ate peanuts. During the night, the patient experienced malaise, diarrhea, abdominal pain, weakness, fainting, and worsening of the erythema and papules. The patient went to the emergency room and was medicated with fenergan. The cough was suspected to be bronchospasm and an anaphylactic reaction. Prednisone was prescribed, and after one day without taking it, she noticed itching on her body. The outcome of the event anaphylactic reaction was unknown. The outcome of the event papules remained unchanged. In the opinion of the reporter, intervention was necessary to prevent a life-threatening condition and permanent damage. Amendment was performed on 08-oct-2025: the case was erroneously transmitted while being in the workflow. An amendment is required to update the additional manufacturer narrative for version (2). Amendment was performed on 20-oct-2025: the listedness (international) of the event anaphylactic reaction was changed from yes to no.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00183220, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00183220) and no similar events were noted. Assessment by merz: the reported event injection site papule occurred in a compatible local relationship. Hypersensitivity is a systemic event. The reported events occurred in a compatible temporal relationship. Hypersensitivity is expected and injection site papule is equivalently expected as nodules based on the currently valid brazilian instructions for use (IFU) leaflet of radiesse (+). The reported dry cough, bronchospasm, skin redness, heat, weakness, diarrhea, vomiting and itching are considered to be symptoms whereas the reported syncope is considered to be a consequence of hypersensitivity and therefore were not coded. Possible confounding factors include the patient eating peanuts prior to the onset of the events and the concomitant use of clavulin. Hypersensitivity is an exaggerated or inappropriate immune response to a normally harmless substance, leading to tissue damage and a range of clinical symptoms. Symptoms may include itching, rash, swelling, difficulty breathing, anaphylaxis, as well as dry cough, bronchospasm, skin redness, a sensation of heat, weakness, diarrhea, and vomiting. Possible causes include allergens (such as pollen, foods, or insect stings), certain medications, autoimmune conditions, and chronic infections. However, a contributory role of radiesse (+) cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all products have caused onset of the events. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse (+). Merz causality re-assessment due to amendment performed on 08-oct-2025: the case was erroneously transmitted while being in the workflow. An amendment is required to update the additional manufacturer narrative for version (2) and is included as follows. Based on the information provided, the case was upgraded to serious. The reported term systemic allergic reaction was changed to anaphylactic reaction and was recoded from systemic allergic reaction to anaphylactic reaction (serious). Anaphylactic reaction (serious) is a systemic event and occurred in a compatible temporal relationship. Anaphylactic reaction (serious) is expected based on the currently valid brazilian instructions for use (IFU) leaflet of radiesse (+). The reported dry cough, bronchospasm, skin redness, heat, weakness, diarrhea, vomiting and itching are considered to be symptoms whereas the reported syncope is considered to be a consequence of anaphylactic reaction (serious) and therefore were not coded. Based on the information provided, medical intervention was considered by the reporter as necessary to prevent a life-threatening condition or a permanent damage. Therefore, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). Causality for the recoded event is assessed as possibly related to the treatment with radiesse (+). This case was upgraded to serious with the serious event anaphylactic reaction because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to amendment was performed on 20-oct-2025: anaphylactic reaction (serious) is unexpected based on the currently valid brazilian instructions for use (IFU) leaflet of radiesse (+). The reported dry cough, bronchospasm, skin redness, heat, weakness, diarrhea, vomiting and itching are considered to be symptoms whereas the reported syncope is considered to be a consequence of anaphylactic reaction (serious) and therefore were not coded. According to the IFU of radiesse (+) it is contraindicated to inject radiesse (+) into patients with severe allergies manufested by a history of anaphylaxis or history or presence of multiole severe allergies or in case of known hypersensitivity to lidocaine or anesthetics of the amide type. However, patient´s history and allergy in this case was reported as none. Anaphylactic reaction is a rapid-onset, potentially life-threatening systemic hypersensitivity response, typically involving symptoms such as hypotension, bronchospasm, angioedema, and urticaria, requiring immediate medical intervention. In this case, medical intervention was considered by the reporter as necessary to prevent a life-threatening condition or a permanent damage. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse (+). This case remains as serious with the serious event anaphylactic reaction because treatment was deemed necessary to prevent a permanent damage.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00183220, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00183220) and no similar events were noted. Assessment by merz: the reported event injection site papule occurred in a compatible local relationship. Hypersensitivity is a systemic event. The reported events occurred in a compatible temporal relationship. Hypersensitivity is expected and injection site papule is equivalently expected as nodules based on the currently valid brazilian instructions for use (IFU) leaflet of radiesse(+). The reported dry cough, bronchospasm, skin redness, heat, weakness, diarrhea, vomiting and itching are considered to be symptoms whereas the reported syncope is considered to be a consequence of hypersensitivity and therefore were not coded. Possible confounding factors include the patient eating peanuts prior to the onset of the events and the concomitant use of clavulin. Hypersensitivity is an exaggerated or inappropriate immune response to a normally harmless substance, leading to tissue damage and a range of clinical symptoms. Symptoms may include itching, rash, swelling, difficulty breathing, anaphylaxis, as well as dry cough, bronchospasm, skin redness, a sensation of heat, weakness, diarrhea, and vomiting. Possible causes include allergens (such as pollen, foods, or insect stings), certain medications, autoimmune conditions, and chronic infections. However, a contributory role of radiesse(+) cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all products have caused onset of the events. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse(+). Merz causality re-assessment due to amendment performed on (B)(6) 2025: the case was erroneously transmitted while being in the workflow. An amendment is required to update the additional manufacturer narrative for version (2) and is included as follows. Based on the information provided, the case was upgraded to serious. The reported term systemic allergic reaction was changed to anaphylactic reaction and was recoded from systemic allergic reaction to anaphylactic reaction (serious). Anaphylactic reaction (serious) is a systemic event and occurred in a compatible temporal relationship. Anaphylactic reaction (serious) is expected based on the currently valid brazilian instructions for use (IFU) leaflet of radiesse (+). The reported dry cough, bronchospasm, skin redness, heat, weakness, diarrhea, vomiting and itching are considered to be symptoms whereas the reported syncope is considered to be a consequence of anaphylactic reaction (serious) and therefore were not coded. Based on the information provided, medical intervention was considered by the reporter as necessary to prevent a life threatening condition or a permanent damage. Therefore, causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse(+). Causality for the recoded event is assessed as possibly related to the treatment with radiesse(+). This case was upgraded to serious with the serious event anaphylactic reaction because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a brazilian physician via a sales representative and concerns a 35-year-old female patient. She was injected subcutaneously and subdermally with a total of 3 ml of radiesse(+) into the temple, malar and mandibular, for collagen biostimulation, on (B)(6) 2025. Batch number was reported as a00183220 (expiry date: 01/2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00183220 (expiry date: 01/2027). A lot search in the global safety database was conducted. She was injected with 0.3 ml into each side of temples, with 0.6 ml into each side of malar and with 0.6 ml into each side of mandibular. The patients' allergies, medical history, surgical interventions and aesthetic treatments in the past were reported as none. The patient reported using clavulin and eating peanuts close to the start time of the adverse events. On (B)(6) 2025, 1 day after the radiesse (+) injection, the patient experienced a systemic allergic reaction. On that day, the patient presented a dry cough and papules on the neck that progressed in hours and she presented bronchospasm, skin redness, heat, weakness, 3 episodes of diarrhea, and 2 episodes of vomiting. The patient went to the emergency room and presented syncope and was treated with hydrocortisone, fernegan, and intravenous saline solution. The patient was discharged after a few hours. The patient still presented mild generalized itching on the body. The patient was being monitored by an allergist to determine the cause, and the physician requested a dermatological ultrasound to assess the local tissue reaction. It was ambiguously reported that the stop date for an allergic reaction was (B)(6) 2025. The outcome of the event systemic allergic reaction was reported as resolving. The outcome of the event papules was unknown. In the opinion of the reporter, the events were not life-threatening, did not require hospitalization for more than 24 hours, were not considered as permanent, did not led to a new diagnosed chronic disease, any intervention was not necessary to prevent a life-threatening condition or a permanent damage, and a causal relationship to incorporated local anaesthetic in the product was not suspected. Follow-up information was received on 02-oct-2025: this case was upgraded to serious. The reported term systemic allergic reaction was changed to anaphylactic reaction and was recoded from systemic allergic reaction to anaphylactic reaction. On (B)(6) 2025, in the afternoon after the radiesse (+) injection, the patient experienced an anaphylactic reaction. She experienced erythematous papules on her body. That same night she developed a cough and began taking clavulin, an antiallergic medication, as well as prednisone. That same night, she ate peanuts. During the night, the patient experienced malaise, diarrhea, abdominal pain, weakness, fainting, and worsening of the erythema and papules. The patient went to the emergency room and was medicated with fenergan. The cough was suspected to be bronchospasm and an anaphylactic reaction. Prednisone was prescribed, and after one day without taking it, she noticed itching on her body. The outcome of the event anaphylactic reaction was unknown. The outcome of the event papules remained unchanged. In the opinion of the reporter, intervention was necessary to prevent a life-threatening condition and permanent damage. Amendment was performed on (B)(6) 2025: the case was erroneously transmitted while being in the workflow. An amendment is required to update the additional manufacturer narrative for version (2).